Event description:
It was reported the system displayed a generator fail and kv error message. These messages resulted in a loss of fluoroscopic x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib card was evaluated and replaced. The nodes were deleted, the software was reloaded with the last backup and the filaments were calibrated. The system was tested and found to be working as intended and returned to service.